Event description:
The information provided to sjm indicated a 6f angio-seal evolution was selected for use, following deployment, the patient developed a cold leg. An ultrasound was performed showing no blood flow distal to the femoral arterial puncture. An angiogram confirmed an occlusion at the access site. The patient required surgical intervention to remove the devic and bypass the occlusion.